Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens shredded as it was ejecting out of the cartridge. The lens was inserted and removed with no patient injury, no enlarged incision or sutures. Another lens was implanted.

Manufacturer narrative:
(B)(4). Lens shredded.